Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report: (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility information by bbm sales organization in united kingdom: "underinfusion". "Patient was receiving propofol as part of their sedation. During handover it was mentioned that the patient sedation requirements had been increase due to them being very light and the rate had to be increased from 20mls/p-h to 25mls/ph. This is because the patient has got spinal injuries/unstable spinel and when they cough on suction the move body moves when it should not. A new bottle of propofol was put up at the start of the shift with 75mls to be infused and with 25mls to be infused once the 75mls had been completed. So when the 25mls alarm went off to change the bottle, it was noticed that there was still half a bottle (50mls) to be infused. Double checked with the other nurse whom added 25mls to be infused to make use they had not put up another bottle to which they said no. The bottle should be almost empty and not have 50mls present. The propofol line and pump was change and noticed that the patient is not as light on sedation. So this suggest that the pump is not pumping the correct amount of fluid as require. The line and pump was changed. The pump has been taken away from the bed space, the out of order sticker has been applied and is to be sent to clinical tech in the morning." Mdso informed and pump event log reviewed - unable to identify a related issue. Admin set and propfol glass bottle were not retained for investigation so unable to confirm whether the air inlet was open when the pump was received."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report: (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4) 2. Information to the sample: 2.1 model: infusomat space. 2.2 article number: 8713050. 2.3 serial number/batch: (B)(6). 2.4 software version: l030003. 2.5 hours of operation: 13279. 2.6 further information: n/a. 3. Investigation results: 3.1 history inspection: the device history files were read out and analysed. The history files on (B)(6) 2022 were investigated. On (B)(6) 2022 06:36 am, a rate of 20 ml/h and a vtbi of 72 ml was set. Then the infusion was started. Between 06:36 am and 22:48 pm the rate was changed several times. Furthermore, many upstream alarms were displayed. Those alarms interrupt the infusions too. Further, no anomalies in the history files could be detected. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact. The device shows age related signs of wear and tear. Furthermore, the device shows liquid residues, but no visual damaged parts. 3.3 functional inspection: a functional test was performed. The device passed the self-test. A space line was inserted, the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: for checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of -0,53%. The accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24. The device matches the required values and standards. All measured values are within our specification. 3.6 disassembling: during the investigation faults could be detected. To investigate the inside, the device was disassembled. Liquid residues between the emv shield and the housing upper part could be detected. No liquid on the mainboard could be found. Furthermore, a damaged part of the pump frame could be found inside the device. The damaged part detects an external force damage. 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No flowrate deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.